Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin was squirting during fill tubing. Piston did not touch the reservoir. Customer's blood glucose was unknown. Customer incorrectly disconnected the reservoir from transfer guard. Device had alarmed no delivery alarm. Customer will not be returning the device for analysis.